Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, back pain, neck pain, chest pain, lumbar radiculopathy, myofascial pain, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: l5-s1 degenerated disc. Chronic lower back pain with left lower extremity radiculopathy. Procedure: l5-s1 left sided transforaminal lumbar interbody fusion using bone autograft as well as 14x26 mm peek cage. L5-s1 bilateral pedicle screw fixation using lock plate, screws on left and sexton pedicle screw system on right side. Harvesting of bone, local bone autograft. Use of bmp for interbody arthrodesis. Posterior lateral fusion on left side using combination of bone autograft locally harvested and bone graft. L5-s1 laminotomies left sided, left sided foraminotomies and left sided facetectomy. Use of 3d c-arm x-ray. Use of quadrant retractor on left side. Placement of epidural steroids on left side along l5-s1 nerve root including depo-medrol. Per-op notes: ¿laminotomy at l5-s1 on left side was done. All bone removed was saved as bone autograft. Foraminotomies were achieved at l5-s1 nerve roots. Complete facetectomy at l5-s1 was achieved, which will be corridor for transforaminal interbody fusion. Micro-discectomy was done using loop magnification at l5-s1. After this end plates at l5-s1 were prepared to receive bone graft and cage. Height of disc space was 14mm at l5-s1. We prepared a bone autograft which was placed on interbody to achieve arthrodesis at that level and combination with some bmp. Some bmp protein as well as autograft was placed in 14x26 mm peek cage, inserted in cage inserter within disc space completing transforaminal lumbar interbody fusion at l5-s1. Pedicle screws were placed. At l5 and s1, surrounding facet bone was drilled off to prepare for receiving of bone autograft for posterior lateral fusion. Arthrodesis was done using combination of bone autograft as well as bone graft and demineralized bone matrix¿. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l5-s1 lumbar interbody fusion using the bone autograft, pedicle screw fixation and screws, and the use of infuse rhbmp-2/acs for interbody arthrodesis on (B)(6) 2007. It was reported that on (B)(6) 2007, patient underwent a l5, partical s1 and partical l4 bilateral laminectomises and decompression and the redo l5-s1 left sided foraminotomies. Subsequently, patient now suffers from injuries including chronic pain syndrome, back pain, neck pain, chest pain, lumbar radiculopathy, myofascial pain, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.